Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 6. Ridge augmentation. On (B)(6) 2019, non-osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer.at the event the patient experienced: mobility and increased sensitivity. No further patient complications were reported.